Event description:
During a surgery, the surgeon decides to implant the patient two expired references. Both expired references were sterilizated before implantation by immersion in hydrogen peroxide.

Manufacturer narrative:
Device remains implanted. If additional information becomes available, it will be reported on a supplemental report.